Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronics and the motor assembly. Analysis was unable to perform any tests due to a blank display. The insulin pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window, as noted by analysis.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer states that they dropped their pump into the pool and there is fluid visible in the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.